Event description:
Reported blood glucose results of "8.0 mmol/l" with a lifescan meter and "11.5 mmol/l" on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution are being replaced.